Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit ii¿ syringe plunger is hard. This occurred on 50 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: during withdrawing samples, they feel plunger is hard.

Event description:
It was reported that bd discardit ii¿ syringe plunger is hard. This occurred on 50 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: during withdraw samples, they feel plunger is hard.

Manufacturer narrative:
Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of discarditii 2ml with 24*1, from lot # 8363558, item # 300844 with the reported issue that ¿during withdraw samples, they feel plunger is hard¿. The DHR of lot number 8363558 did not have any qn raised at the time of the production. The team tested the customer returned sample and the retention samples of the batch number 8363558 for the sustaining and separation force test which is done after sterilization to confirm the plunger movement. The customer return samples and the retention samples test readings are within the defined specification. The complaint is therefore not confirmed.